Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by a fever and abdominal pain. The patient was hospitalized for the event. Treatment information was not reported. The patient was discharged from the hospital after four days. The patient was reported to be recovering from the peritonitis event. Dianeal therapies were ongoing. Additional information is not available at this time.